Event description:
The event is reported as: the customer alleges that the fiber-optic bundle has been dislodged from the fixed position, light projection end of bundle. No report of a pt injury.

Manufacturer narrative:
The device was not returned for eval at the time of this report.